Event description:
It was reported that the ventricular high rate episodes could not be accessed from the device and a message stating "diagnostic data unavailable" appeared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated there was a corrupted pointer leading to some missing data.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: 5076 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.